Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: there was no evidence of loss of prime warnings found in the pump's black box. The pump performed the prime steps without any issue. The pump was exercised for 24 hours with no issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.